Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of vacuum sleeve was conducted and no soldering flux residuals or corrosive signs were seen on the vacuum sleeves external surfaces. A bubble test of the vacuum sleeve was conducted - no leaks were found on the vacuum sleeves external surfaces. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relation was found between needles assembly processes and the vacuum loss phenomena. The treatment was completed with no serious injury to the patient as the physician used a warmed glove with saline to protect the patient's skin. The complaint has been investigated by the manufacturer and a complaint investigation report, documenting the investigation conducted to identify the root cause(s) of this complaint, is now complete. This follow-up report is considered final. Model number fprpr3601; expiration date - 08-jan-2019. Date returned 31-may-2018.

Manufacturer narrative:
The needle for this case has not yet been returned for evaluation. The investigation is still ongoing - manufacturing records will be reviewed and the device evaluated once received. A follow up report will be submitted as soon as our investigations are complete. No patient issue was reported - the treatment was completed with no serious injury to the patient as the patient's skin was protected by a warmed glove with saline.

Event description:
Prior to a cryoablation procedure to treat a soft tissue tumor, 2 icepearl needles and system tested fine with no issues to report. During the 1st freeze cycle frost presented on the needle shaft of 1 needle. The patient's skin was protected by a warmed glove with saline. The procedure was completed with no injury to the patient.